Event description:
The following info was provided to the MFR via a user facility report: following a catheterization procedure an angio-seal device was placed in a pt's right groin. Later (length of time not documented) the pt was noted to have lost his pedal pulses in his procedure leg. The pt was taken to surgery where the pt underwent removal of a foreign body, an embolectomy, and repair of the artery. According to the ufr, the pt was also noted to have a hematoma (size not documented). As of 10/16/98 there has been no further report to the MFR of further complication or pt sequelae.